Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The technical support specialist contacted the customer, who had rebooted the station. The tss logged into the station post-reboot to confirm its health. Permission was received to close the case, and the case was marked as closed. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned station unable to communicate. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date. A supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned station unable to communicate. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.